Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for initial implant. During procedure, the physician observed lead damage in sheath. Physician did not use lead and used another lead instead. Patient was stable post procedure.